Event description:
It was reported that the right atrial (ra) lead had dropped out of position after fixation during initial implant. The lead was extracted and placed out of service. A different lead was used to finish the implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. (B)(4).